Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused total parenteral nutrition (tpn). The bag finished earlier than expected (1 hour early). There was no report of patient injury or medical intervention associated with this event. No additional information is available.